Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker set screw was stuck and unable to be torqued with the wrench to secure the left ventricular (lv) lead. The pacemaker was not used and was replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Reported events of loose or intermittent connection (set screw) and failure to disconnect (set screw) were confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Mechanical analysis performed found rounding of the lv setscrew inset and v-shaped grooves on the inset wall, indicating the wrench was inserted incorrectly and not able to fully engage to the setscrew inset, which is consistent with occurring during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.